Event description:
Cap screw is loosening post surgery.

Manufacturer narrative:
This is the initial report to FDA regarding this event and device. Additional info regarding pt condition and original surgery have been requested. This info will be reported when it becomes available.